Manufacturer narrative:
Device evaluation begun, but is not yet complete. (B)(4). Investigation - evaluation: a preliminary review of the complaint history, device history record, documentation, specifications, and visual inspection of the returned device was conducted during the investigation. One flexor ansel guiding sheath and both the 0.038 inch endhole and 0.018 inch endhole dilators were returned. The 0.018 inch endhole dilator was returned within the sealed inner package. Bends were present in the shaft of the 0.038 inch dilator. The outer diameter of both dilators were measured within specification limits. The transition between the sheath and 0.038" dilator was tested. The transition was tight and neither the dilator nor checker were able to be fully advanced through the sheath. The sheath proximal fittings were then removed for further examination. The checker was again advanced into the tubing with great resistance and a thin strip of tnrt liner exited the distal end. The flare was examined and cut to verify if delamination occurred at the flare. It appeared that the tnrt liner was intact at the flare. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there was one other reported complaint (difficulty inserting the dilator into the sheath) for this lot number. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that prior to aortic femoral runoff treatment, the flexor ansel guiding sheath was flushed and wiped. The dilator was unable to be inserted into the sheath, and subsequently bent. The device did not come into contact with the patient. During inspection of the returned device on (B)(6) 2018, it was observed that a small strip of the tnrt liner had exited the distal end of the sheath.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the dimensional verification, complaint history, device history record, manufacturing instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that bends were present in the shaft of the 0.038" dilator. The transition between the sheath and dilator was tested with the 0.038" dilator and the 0.0860" checker. The transition was tight, and neither the dilator nor the checker were able to be fully advanced through the sheath. The sheath proximal fittings were then removed for further examination. The 0.0860" checker was again advanced into the tubing with great resistance, and a thin strip of sheath liner exited the distal end. The flare was examined and cut to verify if delamination occurred at the flare; it appeared that the liner was intact at the flare. The inside of the tubing was then visualized with an endogo scope, and delamination was visible beginning from approximately 7 cm from the distal end of the flare through to the 33 cm mark. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.